Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve implant date (B)(6) 2018: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under reporting of intermittent arrhythmias due to them falling into absolute blanking period causing false termination of arrhythmia. The implantable pulse generator (ipg) remains in use. It was also reported that the right ventricular (rv) lead exhibited low amplitude r wave measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.